Manufacturer narrative:
Complaints relating to the reported products were evaluated. It was concluded that the number of complaints for the products did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿157 and 114 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.